Event description:
It was reported that the top of the yellowport seal separated from the bottom during (B)(6) surgery. Further info received (B)(6) 2013 - voluntary report no. (B)(4), (B)(6) 2013: during laparoscopic surgery, a seal from a trocar being used was retrieved from the pt's abdomen. The foreign body was discovered and retrieved. No harm to pt.

Manufacturer narrative:
The lot number reported by the health care facility (66514) is different to tha reported by the distributor ((B)(4)) and relates to a different product. Therefore, the MFR's review was carried out against lot number 65514. The DHR was reviewed for lot 65514, which was manufactured december 2012. Device history record review of product assembly and packaging was recorded as adhering to specified requirements for final inspection and release 9th december 2012. (MFR's ref. (B)(4)).